Manufacturer narrative:
Section d4, expiration date was updated. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. The customer is comparing results between the troponin t hs 18 minute application of the assay and the troponin t hs stat 9 minute application of the assay. The initial result from troponin t hs application was 97.6 ng/l. The troponon t hs repeat results were 59.4 ng/l and 56.7 ng/l. The initial result from the troponin t hs stat application was 57.5 ng/l. The troponin t hs stat repeat results were 58.5 ng/l and 58.6 ng/l. No questionable results were reported outside of the laboratory. The e801 module serial number was (B)(4).